Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned.

Event description:
It was reported that during the implant procedure, the doctor noticed the rv coil distorted at the tip before he attempted to pass the lead through the introducer. The lead was not implanted. No patient complications have been reported as a result of this event.